Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy pads. The patient reported an allergy to nickel. The patient's physician recommended the patient to use cortisone cream for the irritation. After using the cream, the patient reported that the irritation had started to get better.